Manufacturer narrative:
The olympus territory manager ordered a replacement light bulb. The customer replaced the light bulb and confirmed the device is now working and currently back in service. It is presumed the light bulb burned out due to the expiration of the light bulb¿s expected useful life. The serial number was not provided; therefore, a device history record review could not be performed.

Event description:
A customer contacted an olympus territory manager to report that when the device came in from one of their offices, the device was not working. The device had not been in use for quite some time. The device needed a replacement light bulb because the light source was not lighting. There was no harm or injury reported. There was no patient involvement.